Event description:
Device 1 of 4. Reference MFR report #: 1627487-2015-07071, 1627487-2015-07072 and 1627487-2015-07363. Follow-up revealed the patient has decided to proceed with implanting a intrathecal pump. The scs system will remain implanted.

Event description:
Device 1 of 3 reference MFR report #: 1627487-2015-07071 and 1627487-2015-07072 follow-up revealed another impedance check was performed and showed no anomalies on the contacts which were having high impedances previously. Reprogramming was attempted again to no avail. Surgery remains pending.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient has two leads at the cervical area with three possible lot numbers. Device 1 of 3. Reference MFR report #: 1627487-2015-07071 and 1627487-2015-07072. It was reported the patient had high impedances on the left lead of the cervical scs system. In turn, the patient is not receiving effective therapy. Reprogramming to provide resolution was unsuccessful. As a result, the patient will undergo surgical intervention.

Event description:
Further device information has been included. Therefore, an additional report was included pertaining to the event. Device 1 of 4. Reference MFR report #: 1627487-2015-07071, 1627487-2015-07072 and 1627487-2015-07363. Follow-up revealed the patient's left cervical lead and the extension which had impedance issues were explanted. Nothing new was implanted during the procedure. Further intervention is to be determined.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.